Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose of 400 mg/dl. Reportedly, the customer vomited and required assistance when testing bg level with a bg meter, and required assistance to troubleshoot with tandem technical support. During troubleshooting with tandem technical support, it was discovered that the pump time was incorrect, cause was unknown. At the time of the report, the customer was declined to correct the pump time. Boluses were delivered and manual insulin injections were administered to address bg level. The pump supplies were changed to address the issue and insulin delivery was resumed.